Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pca administration kit cracked and leaked. The following information was provided by the client: patient had a pca and the connection port between the pca and the primary ivf cracked and leaked.

Event description:
It was reported that the bd alaris pca administration kit cracked and leaked. The following information was provided by the client: patient had a pca and the connection port between the pca and the primary ivf cracked and leaked.

Manufacturer narrative:
Investigation summary: a complaint of the connection port being broken was received from the customer. One sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The port was broken and looked like solvent was in it. A device history record review could not be performed on model 10800175 because a lot number was not provided by the customer. The manufacturing plant was notified of this defect. The root cause for this damage was determined to be caused by the set the sample was attached to.